Manufacturer narrative:
On july 11, 2021 mentor became aware that mistakenly not reported that the rupture was bilateral. This report relates to the right side. Manufacturer¿s reference number: (B)(4) the patient experienced bilateral rupture.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female patient who underwent breast implant surgery with mentor medical devices (gel siltex mod-rnd 350cc, date of implant 1999) has experienced breast implant rupture on the left side confirmed by mammo and complicated by granuloma in the left axilla region. It was also reported that the patient has developed capsular contracture bg-IV in both breasts. As a result, the patient underwent bilateral explantation on (B)(4) 2021. Should additional information become available, this case will be re-assessed and notes will be updated. This report relates to the right prosthesis.

Manufacturer narrative:
Suspect device received on june 29, 2021. Device evaluation completed on july 02, 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 350cc breast implant had an area of siltex cracking on the posterior view. In addition a tear was noted within siltex cracking measuring approximately 2.7 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).